Manufacturer narrative:
UDI: unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient reported that a hakim valve was implanted on (B)(6) 2015. The customer reported that outside barometric pressure was affecting her valve and resulted in chronic headaches that were untreatable with medication.